Event description:
Device history record has been reviewed and nothing could be linked to the reported event. Several technical error 22 were found during device log review which confirms the reported event. The device was received at infusystem and its repair was performed by their technical team. Technical error 22 was triggered once the device was switched on. The reported event was reproduced. As per technical manual the optical sensor was replaced and sent to brézins for further investigation. Visual inspection being compliant, the spare part was cross tested. Several maintenance tests were carried out and all performed successfully. Futher functionnal tests deliberately creating multiple alarms were tried out and no technical error was triggered. The ocs flex was functional therefore the root cause of this issue remains unknown and might be linked to another part but can only be analyzed with the associated device. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 22 - optical clamp sensor observed on pump (sensor replaced).